Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 5.7 cm x 5.4 cm abdominal aortic aneurysm approx 1.5 years ago. The aortic neck was 19 mm to 21 mm in diameter, 21 mm long, mildly calcified, and mildly angulated. The distal aorta was 34 mm. The common iliac arteries were mildly calcified, and the access vessels were calcified. The limbs were crossed in order to ease the gate canulation. It was reported that the physician elected to explant the stent graft, due to a persistent undetermined type of endoleak with sac enlargement, although the pt was asymptomatic. The stent graft in the left common iliac artery was left in place as it was well-incorporated and could not be explanted. No additional clinical sequelae were reported, and the pt is fine. The explanted stent grafts were discarded by the user facility.

Manufacturer narrative:
Eval codes, results: endoleak. Conclusions: source of endoleak unk.